Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusion), h10. It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had a issue of unit is not pumping. There was patient involvement, and no adverse event was reported. Customer stated that while transporting patient on cardiosave . Balloon pump stopped inflating and "gas loss in iabp circuit' was observed on screen. This occurred after cardiosave had been wheeled across hospital ramp. Customer checked for balloon disconnect and was unable to initiate autofill. A getinge s.t.m. Attached patient simulator and observed cardiosave to operate correctly. No significant error codes in pump error logs but several "gas loss in iapb circuit" was noted. Ran and passed all performance and function tests.

Event description:
It was reported that during use while transporting patient, the cardiosave intra-aortic balloon pump (iabp) stopped inflating and "gas loss in iabp circuit' was  observed on screen. This occurred after cardiosave had been wheeled across hospital ramp. Customer checked for balloon disconnect  and was unable to initiate autofill. There was no injury or harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.